Event description:
It was reported that the vns pt was seen for a follow up visit, and a system diagnostic test revealed high lead impedance, dcdc = 7, eri = no. There was no report of pt manipulation of the device or trauma to the device site. The pt had a surgical consult where the surgeon noted that x-rays were reviewed and "there is no evidence of any fracture in the lead and everything appears to be in excellent position as expected. Considering that the pt describes a progressive course where the stimulation as she felt it became less and less over several months suggests that this is due to excessive scarring or fibrosis." The x-rays have not been sent to manufacturer for review, however, good faith attempts to obtain the x-rays and additional info are currently underway. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.